Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please confirm if the patient's hospital stay is typical for this procedure? Or is the patient's hospital stay due to the event that occurred with the device? If yes, please provide further detail. Response: unknown.

Event description:
It was reported that during an esophagus procedure, no staple. The patient is with esophageal cancer. During the esophageal cancer surgery, after fired, found no staple. The patient was bleeding, suture was used to stop bleeding and sew the anastomotic stoma. The surgery delayed about one hour. The patient is stable and in the hospital now.

Manufacturer narrative:
(B)(4). Batch # r58176. The analysis results found that the cdh21a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.